Event description:
It was reported that the guidewire was fractured when it was inserted with the sheath and moved into the right ventricle for brockenbrough method. The doctor felt that the guidewire was caught in the tricuspid valve and he pulled it out strongly. It was separated 30cm from the distal end and its core metal was bared. The doctor confirmed there was no part of the guidewire left in the pt and completely finished the procedure with an alternative guidewire. No health hazard occurred to the pt.

Manufacturer narrative:
The guidewire was not returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported guidewire damage remains unknown. There were no consequences to the pt. (B)(4).